Event description:
It was reported that medfusion 4000 pump system failure force sensor test error persists even after replacing parts and performing calibration. No patient injury reported.

Event description:
Additional information received, from customer on 20-may-2022. No patient involvement.

Manufacturer narrative:
Additional information received, and updated b5 and h6. Evaluation completed, a manufacturing device history record (DHR) review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The issue is not related to a previous repair or service. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found, a chipped top case on right corner and a cracked bottom case by l-bracket. Functional testing found plunger flippers wouldn't open all the way when pressing down plunger lever. Force sensor was found out of calibration. Found no damage to force sensor. However, the push block was installed upside down by customer. And the timing plate springs were not seated correctly. The root cause of the reported issue was found to be, this issue is a result of the customer's incorrect reassembly of the device. Incorrect assembly of push block and timing plate springs causing force sensor to not calibrate correctly and go out of spec. The device was correctly reassembled the push block and timing plate springs. The force sensor was replaced as a preventative measure.